Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, the ablation procedure was performed with no complications. Approximately ten seconds into the cool-down phase the patient¿s uterus severely contracted and fluid could be seen coming out of the patient's cervix. Post procedure, a quarter sized area of denuded skin on the right side of the vaginal introitus was observed. The burn was classified as a second degree by the physician. Silvadene cream was applied to the affected area, as well as being prescribed for home use after care post procedure, during a follow up visit (approximately a few days later), the patient complained of discomfort. On a subsequent phone call to the physician, the patient complained of a foul smelling vaginal discharge. The doctor consequently prescribed flagyl for the discharge as treatment. A follow up response from the clinician on (B)(6) 2012 indicated that the patient has been seen several times for observation. The vaginal discharge has resolved and the burn is slowly healing.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.